Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient, their sister-in-law and their healthcare provider (hcp) about a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient was just implanted today and was being released from the hospital to go home. It was reported that the patient had felt stimulation while they were laying down, but when they went to get out of bed and into a chair they no longer felt stimulation (in their legs/back). It was reported that the change in therapy was related to positional movement and was considered to be a sudden change which occurred on (B)(6)2017. No actions were taken prior to the call. On the call patient services had the hcp sync with the patient programmer, which indicated that stimulation was on, the battery was full and the patient was on group a at 2.4 v. It was reported that the patient did not have adaptive stimulation, but were able to change the amplitude, groups and programs. Patient services had the hcp increase or decrease the amplitude and it was reported that the issue was resolved. It was reported that the patient was able to feel stimulation at 3.1 v. They then had the hcp reduce the stimulation back to 2.4 v as they had confirmed that the stimulation was on and the patient could feel stimulation down their legs as they needed it. It was reviewed how to use the patient programmer with the patient as they hadn't had any training on components yet due to just being implanted today. No further complications were reported/anticipated.